Event description:
This right ventricular (rv) lead was replaced due to twyddlers syndrome and loss of capture. X-ray confirmed twiddlers syndrome, previous device on this patient was explanted due to twyddlers syndrome as well. Hospitalization and surgical intervention were necessary to resolve the issue. No additional adverse patient effects reported.

Manufacturer narrative:
The field h10 was updated with respect to the initial report. Device evaluation results were added. Patient code 3191 captures the reportable event of surgery. Product was returned and it has been analyzed. This lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
This right ventricular (rv) lead exhibited loss of capture (loc). A chest x-ray confirmed the loc was attributed to twiddlers syndrome. The patient has history of twiddlers syndrome. As result, the patient underwent surgical intervention wherein both the right atrial (ra) and rv leads were extracted and replaced. No additional adverse patient effects reported.